Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced sharp pain immediately after implant on (B)(6)2023.surgical intervention was undertaken on the same day where the leads were cut and explanted. Leads will be replaced at a later date.